Event description:
It was reported that the impactor fractured during surgery. No pieces were retained by the patient.

Manufacturer narrative:
The complaint is considered confirmed as the returned photograph shows the device was fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.